Manufacturer narrative:
The complainant was unable to provide the suspect device upon and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency).

Event description:
It was reported to boston scientific corporation that a transvaginal tension free tape was implanted in the patient on an unknown date. According to the complainant, the patient experienced voiding dysfunction and recurrent urinary tract infections. The tape had to be divided under anesthesia. On repeat cystoscopy, there was no tape erosion or lower urinary tract damage noted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.